Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the transducer protector does not attach properly to the transducer port and air seeps into the blood lines during patient¿s hemodialysis treatment. Upon follow up, it noted that the air in lines causes the arterial chamber pressure to decrease. The transducer protector is either tightened or exchanged for a different and the patient¿s treatment is completed without issue. It was confirmed that there was no patient injury or medical intervention required as a result of the reported event. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.